Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the reference valve was not pulling the reference solution to the flowcell and the reference electrode lead came out of the electrode. The fse replaced the reference valve and the reference electrode to resolve the issue. The fse performed mid solution, ise calibration, selectivity checks and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic sodium (na) patient results on their au680 clinical chemistry analyzer. The customer did not report the patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.